Event description:
Rptr was diagnosed with fibromyalgia on 6/25/96 but symptoms began 4/10/95. Symptoms were night sweats, muscle pain, chest pain, insomnia, rashes, yeast infections, migraines and allergic to chemicals and foods. The implants were reported to be intact by MRI in 12/96. Implants were removed 1/16/97 and pathology report states: #1 is labelled "left breast implant and capsule", consisting of a silicone breast implant, with no gross evidence of rupture, measuring 10.5 x 10.0 x 4.0 cm. Also present is a pink capsule that is 2 mm in thickness, and measures 7.5 x 7.0 cm. Rep samples of teh capsule are embedded in a single cassette. #2 is labelled "right breast implant & capsule", consisting of an implant, with easily extruded silicone material, consistent with rupture. It measures 10.5 x 10.0 x 4.0 cm. Also present within the container is a congested pink capsule that is 2-3 mm in thickness and measures 7.0 x 10.0 cm. Representative sections are embedded in a single cassette. #1 shows some compressed and fibrotic benign breast tussue that is beneath a dense fibrous connective tissue capsule. There are no significant numbers of foamy macrophages and no significant acute or chronic inflammation is identified. #2 shows dense fibrous connective tissue, with clusters of foamy macrophages, congestion, and some scarred benign breast tissue. Rptr was "been sick to the point of cutting down to half time at work." Rptr feels that someone should study the women who are sick. Everyone seems to ignore that area.